Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain at the ipg site due to the battery sitting inverted, tipped inward. The patient underwent a revision procedure and was reportedly doing well post operatively.